Event description:
It was reported that 6 bd vacutainer® lh 68 i.u. Plus blood collection tubes had missing labels. The following information was provided by the initial reporter: no label.

Manufacturer narrative:
Investigation summary: bd had not received samples, but twenty (23) photographs were received from the customer in support of this complaint. Evaluation of the attached photographs shows evidence of missing product label on the outer case box. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.